Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what is meant by staple line degradation? The staple line with seam guard had broken apart on the last firing according to the surgeon. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. None in original case. Where was the site of leak? Last staple line to create new pouch. Was a leak test performed? If so, what type and what was the result? Yes. A leak test was performed on circular staple anastomoses using air and irrigation to look for bubbles. How was the leak identified? Patient started to complain of discomfort and was brought back into surgery the following day. What was observed at the site of the leak upon reoperation? That the staple line on the pouch appeared to have separated, but could have not been closed entirely. How was the leak addressed? With additional firing of gst60g and then suture close. What is the current patient status? Patient is in the hospital as of last week.

Event description:
It was reported that 24 hours post op to a gastric bypass the patient was reoperated on to correct a 'staple line degradation.' The patient is doing fine now.